Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a colonoscopy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, when the jaws were opened to take a biopsy sample it was noted that the needle within the jaws were bent and protruded from the edge of the closed jaws. The device was removed from the colonoscope. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The supplement emdr (follow up number 001) was due on 01-october-2010 and was submitted on 05-october-2010 but there was a delay in processing acknowledgement 3 due to an FDA server issue which made the MDR appear late.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, when the jaws were opened to take a biopsy sample it was noted that the needle within the jaws were bent and protruded from the edge of the closed jaws. The device was removed from the colonoscope. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, when the jaws were opened to take a biopsy sample it was noted that the needle within the jaws were bent and protruded from the edge of the closed jaws. The device was removed from the colonoscope. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
A visual examination of the returned device found the needle and the needle tail were bent. No abnormalities were noted with the device welding which was within specifications. Functionally the device jaws would not open, and the bent needle did not allow proper jaw closure. The condition of the returned incident device was consistent with the complaint; needle bent. The most probable root cause is undeterminable due to lack of evidence identifying the use of the device. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).